Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving compounded morphine (10.0 mg/ml at 7.720 mg/day) and bupivacaine (8.0 mg/ml at 6.1757 mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that there was a volume discrepancy at a refill visit on (B)(6) 2017. 6.8 ml were expected and 24 ml were aspirated. On (B)(6) 2018, a dye study was performed. 19.4 ml were expected and 22 ml were aspirated. It was noted that three weeks ago (relative to (B)(6) 2018), the patient went to the emergency room (ER) with nausea, vomiting, and increased pain. During a visit on (B)(6) 2018, irritation was noted over the pump with a small pinpoint pimple over the side port area. The pump was falling forward and putting stress on the skin. A pump revision/replacement was planned. The device diagnosis was noted to be a pump volume discrepancy. The programming date from the most recent refill prior to the event was (B)(6) 2017 at 13:28. On a refill visit (B)(6) 2017 there was a volume discrepancy. Expected 6.8 ml and aspirated 24 ml. Three weeks ago he went to the ER with nausea, vomiting and increased pain. Dye study visit (B)(6) 2018, expected 19.4 ml and aspirated 22 ml. On visit of (B)(6) 2018, irritation is noted over the pump with a small pinpoint pimple over side port area, pump falling forward, putting stress on the skin. Pump revision / replacement planned. Interventions included explant/replacement of the pump on (B)(6) 2018. Diagnostics included interrogation of device data on (B)(6) 2017 which indicated a volume discrepancy; a catheter access port (cap) contrast study on (B)(6) 2018 which was normal, and an examination on (B)(6) 2018 which identified skin irritation over the pump and a pinpoint pupil pimple over the side port. Regarding etiology, it was indicated that the event was related to the device or therapy and was not related to the implant procedure. The event was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) kg.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the pump falling forward was not determined. The cause of the volume discrepancy was not determined. No further complications were reported/anticipated.